Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a18056, h11a08024, h10l10037 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This is a report by a consumer with supplemental information by a nurse from the USA of "patient has an abscessed," severe dental issue, and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient developed an abscess and was treated with antibiotics. Upon a follow-up call with the patient's nurse, the nurse reported that the patient had a severe dental issue (onset not reported) and was treated with antibiotics. On (B)(6) 2011, the patient experienced peritonitis. The nurse thought the cause of the peritonitis was due to the dental issue. The patient was not hospitalized for the event. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The outcomes for the abscess and severe dental issue were not reported. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the "patient has an abscessed" and severe dental issue.